Event description:
It was reported that the customer was hospitalized with high bg's. Troubleshooting was conducted during the phone call and the pump was operating properly. Other possible causes of the hyperglycemia was discussed and the customer was instructed to change infusion set and monitor bgs.